Manufacturer narrative:
Device was used for treatment, not diagnosis. Nagy, l. And buchler, u. (2002). Original communications ao-wrist arthrodesis: with and without arthrodesis of the third carpometacarpal joint. The journal of hand surgery, 27a, 940-947 this report is for an unknown ao plate/unknown quantity/unknown lot. Device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, nagy, l. And buchler, u. (2002). Original communications ao-wrist arthrodesis: with and without arthrodesis of the third carpometacarpal joint. The journal of hand surgery, 27a, 940-947. ((B)(6) article.) The authors conducted a retrospective comparative study to clarify whether to arthrodese the third carpometacarpal joint (cmcj-3) during wrist arthrodesis for the treatment of painful wrist conditions. Between 1984 and 2001, 146 complete wrist arthrodeses using a single, dorsal, dynamic compression plate (dcp) were performed. A 3.5 millimeter (mm) steel dcp was used in 62 wrists. It is unknown if the manufacturer of the plate is synthes. A 3.5/2.7 mm arbeitsgemeinschaft für osteosynthesefragen (ao) titanium wrist arthrodesis plate was used in 84 wrists. Two groups were identified with respect to treatment of cmcj-3: in 79 wrists, the surfaces of the cmcj-3 were resected and grafted; in 67 wrists, the cmcj-3 was bridged with the plate. It was found that the cmcj-3 could not be analyzed clearly with the plate in situ. Therefore, evaluation of the cmcj-3 was restricted to those 81 patients / wrists whose cmcj-3 was unprotected after implant removal and truly accessible to clinical and radiographical examination. There were 56 men and 25 women; mean age was 42 years (range: 17-78 years). Mean follow-up was 4.2 years (range: 2-15 years) after arthrodesis and 1.7 years (range: six months to seven years) after plate removal. Results included: two ao titanium plates which broke secondary to fatigue directly over the cmcj-3 area which were removed. Thirty eight of 84 ao titanium plates were removed on average of 1.4 years after surgery; 29 were removed due to complaints of painful bulk or synovitis. Further results were noted in which the plate was subsequently removed: pain with loose plate in two patients (one was infected), pain with fractured implant and pain in the cmcj-3 of ten patients after plate removal. It is unknown if the manufacturer of the plate is synthes. In 47 wrists, 38 steel plates and nine titanium plates were used with cmcj-3 after attempted arthrodesis. Results included: 20 nonunion, three in which the plate became loose and one plate that failed. Eleven of the nonunions were painful and further surgical treatment was required; one nonunion was also infected; one painless nonunion was combined with malrotation of the middle finger. Of the 20 nonunions, a majority of cases required rearthrodesis and repeat plate fixation. It is unknown if the manufacturer of the plate is synthes. In 34 wrists, five steel plates and 29 ao titanium plates were used with cmcj-3 after bridging. One ao titanium plate broke due to fatigue and was removed without any further symptoms. In addition, one patient developed pain over the cmcj-3 two weeks after the plate was removed and was unable to return to work. He underwent arthrodesis of the cmcj-3 and the second carpometacarpal joint (cmcj-2) which did not unite; plate over cmcj-3 broke and the plate over the cmcj-2 loosened resulting in pain. The patient refrained from further surgical treatment. It is unknown if the manufacturer of this plate is synthes. Based on their results, the authors strongly advised not to include the cmcj-3 when performing an ao-wrist arthrodesis. This is report 2 of 2 for (B)(4). This report is for an unknown ao plate and refers to serious injury: removal due to painful bulk or synovitis and those in which it is unknown if synthes is the manufacturer: pain in the cmcj-3 of ten patients after plate removal, eleven painful nonunions which required further surgical treatment, one painful nonunion with infection and one painless nonunion with malrotation of the middle finger.